Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/ limbs and non-malignant pain. The patient stated that a small amount of their lead broke off due to their ins replacement for a normal battery depletion and is still inside of them so they are not MRI eligible. No further complications were reported/are anticipated.